Manufacturer narrative:
The following items were returned from the customer: -one new. List #52510-15, triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, heparin coated, lf; lot #5625144. -one new. List #50456-01, triox¿ scvo2 central venous oximetry catheter, heparin coated, expanded kit; lot #5349887. The reported complaint of inaccurate cco value was not confirmed on the returned set. No visual anomalies were observed. The balloon was tested and performed as expected. The electrical characteristics of the thermistor was measured and found to be within the product specifications. The return also included part number 50456-01 for lot number 5349887 in which also found to performed as expected. The lot numbers on the new samples and relevant commodities were reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date. The event involved a triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, heparin coated, lf. It was reported that inaccurate co/ci readings and issues occurred, and repeated issues occurred with the cco pa catheter.the customer also stated that their heart surgeons do not trust the values and are requesting to return to thermodilution catheters. Although there was patient involvement there was a delay in therapy with no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been formally received in the system at this time.